Manufacturer narrative:
Reported event: it was reported that n dr. (B)(6) tka case at (B)(6) . He started to make his tibia cut and the cutting attachment got very loud (much louder than normal) he also said it vibrated in his hand much worse than usual. While cutting the tibia it virbrated out of the haptics. When he realigned the saw to continue cutting the mics had power but the cutting attachment did not. We than had to switch to the angled cuts while we waiting for the replacement to get to the room. Once the replacement was there we finished executing the cuts. The was minimal delay to the case 3-5 minutes at the most. There was no patient harm. The case was successful completed with the robot. The robot number is 749. Product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: 1. Review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 03/08/2019 with no reported discrepancies. 2. Review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 03/05/2019 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35050219 shows 2 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Today in dr. (B)(6) tka case at (B)(6) . He started to make his tibia cut and the cutting attachment got very loud (much louder than normal) he also said it vibrated in his hand much worse than usual. While cutting the tibia it virbrated out of the haptics. When he realigned the saw to continue cutting the mics had power but the cutting attachment did not. We than had to switch to the angled cuts while we waiting for the replacement to get to the room. Once the replacement was there we finished executing the cuts. The was minimal delay to the case 3-5 minutes at the most. There was no patient harm. The case was successful completed with the robot. The robot number is 749. Case type: tka. Surgical delay: 3-5 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Today in dr. (B)(6) tka case at (B)(6) located in (B)(6) he started to make his tibia cut and the cutting attachment got very loud (much louder than normal) he also said it vibrated in his hand much worse than usual. While cutting the tibia it vibrated out of the haptics. When he realigned the saw to continue cutting the mics had power but the cutting attachment did not. We than had to switch to the angled cuts while we waiting for the replacement to get to the room. Once the replacement was there we finished executing the cuts. The was minimal delay to the case 3-5 minutes at the most. There was no patient harm. The case was successful completed with the robot. The robot number is 749. Case type: tka. Surgical delay: 3-5 minutes.